Event description:
Silicone poisioning. Right breast disintegrated. No silicone gel left in breast. Fibrous tissue necrotic. Escaped gel stuck in lymph area. Rptr experiences burning muscle and nerve damage, pain, shoulder burning. Paralysis, dizzy spells, burning, sleep disorder, writing only possible on pain medication, charlie horses, weakness, numb extremities; rptr is very sick. She can not lift anything or do any movements such as washing her car and cutting her food. She only has one implant, birth defect and the left breast has a glob of silicone now that is not dissolved/insoluble or inert.